Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported on intermittent occasions, the wake button was difficult to press. Reportedly, the customer was able to activate the pump screen intermittently. During troubleshooting with tandem technical support, it was confirmed that the customer was able to access the pump features by connecting the pump to a power source. The customer's blood glucose level ranged from 130 to 250 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy but also had manual injections available.